Event description:
It was reported that balloon rupture occurred. The target lesion was located in the kidney. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation under nominal pressure, the balloon burst. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.